Event description:
It was reported that the pt underwent an oral maxillofacial procedure using rhbmp-2/acs. Post-procedure, the pt reportedly developed significant edema of the mandibular alveolar tissues and facial soft tissues overlying the reconstructed mandible to the point that the patient's oral incisions completely dehisced, necessitating re-operation by another surgeon.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.